Manufacturer narrative:
Concomitant medical products: 6945 lead, implanted (B)(6) 1999, 4194 lead, implanted (B)(6) 2013. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.